Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported a low blood glucose (bg) of 40 mg/dl lasting 20¿30 minutes, corrected with bg tabs and juice. Morning fingerstick showed bg in the 80¿90 mg/dl range, revealing dexcom g7 continuous glucose monitor (cgm) sensor inaccuracy of ~40 points. After breakfast, pump read 226 mg/dl vs fingerstick 180 mg/dl; sensor replacement was advised, and user was transferred to dexcom customer service for replacement. Later, the user reported fingerstick bg 253 mg/dl vs ilet 265 mg/dl and expressed concern about overdosing; agent explained expected differences between blood and interstitial readings. User felt well with no current symptoms but experienced panic attacks during the earlier low. Lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected with juice. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.